Manufacturer narrative:
Historical complaint trending determined that there is no non statistical or adverse trend for the product for the complaint issue. The reagent lot the customer used is unknown. Based on the evaluation performed, no product deficiency was identified. There is not enough information to reasonably suggest a malfunction had occurred. Sufficient labeling is available to aid the customer in resolving this issue.

Manufacturer narrative:
This issue was previously reported under MDR number 1628664-2016-00009 under a different suspect medical device.

Event description:
The customer stated that false positive architect bhcg results were generated for patient samples. No specific patient information or result data was provided. No adverse impact to patient management was reported.